Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement. The reported screw was returned for evaluation. Visual inspection identified that the threaded portion of the screw is fractured. The reported condition of an abutment screw fracture is confirmed. A device history review (DHR) and complaint history review could not be performed as the reported device lot is unknown. A definitive root cause could not be determined. Probable causes of the reported event include the cross-threading and excessive torque applied. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the implant. The fractured portion was removed and another screw was placed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the implant. The fractured portion was removed and another screw was placed.